Event description:
Caller reported blood glucose results of 227 mg/dl on inform system 1, 112 mg/dl on inform system 2 within 10 minutes. No adverse event was reported. Strips not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for inform system 1, medwatch with identifier (B)(6) is for inform system 2.